Event description:
It is reported that the pt's femoral neck fractured during surgery. The stem has subsided 30 mm at six months after surgery, but showed no additional subsidence.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: neither x-rays nor surgical notes were returned; therefore component fit and orientation could not be determined. It is unknown if proper surgical technique was followed. It is unknown if the pt adhered to proper rehabilitation protocol. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.